Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.181 from the base. Broken piece was not returned. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generated with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure. The instrument was found to have the inner tube broken. As a result the instruments clamp arm became dislodged.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, a "release blade power" message was displayed while the user was dissecting the stomach. The customer retested the instrument; however, the issue was not resolved. The customer tried to clean the blade and reinstalled, but the blade was broken. The customer used a backup harmonic ace instrument to continue. Reportedly, there was no fragment fall into patient. The procedure was completed with no reported injury.